Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. (B)(4).

Event description:
Medtronic received information that during the implant of this mechanical aortic valve, this valve was explanted and replaced in the same procedure. No failure mechanism was provided, and no adverse patient effects were reported.

Manufacturer narrative:
Medtronic received additional information that this physician performed a valve sparing root replacement, and the host tissue was not satisfactory. The mechanical valve was implanted upon the application of force, resulting in bleeding from the coronary sinus. This valve was subsequently explanted and replaced. The physician reported that there were no issues with this mechanical valve. (B)(4). Conclusion: there was no valve problem. Rather, this was an issue of the native tissue and the implanter's technique.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.